Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser probe could not be inserted into the trocar cannula. The surgery was completed after replacing the laser probe. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed that only the handpiece portion was cut off and returned. Signs of excess adhesive on the cannula-nitinol junction was found. When the sample was inserted through a 25ga trocar, it became stuck, replicating the reported event. The 25 gauge illuminated flex curved laser probe lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).